Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
It was reported that the indicated value of co was 1.0 l/min range during use. The expected value was 3.0 l/min - 5.0 l/min. Polygraph monitor was inspected but there were no problems observed. No error message was observed. The patient was not treated based on the incorrect values. There was no occlusion, leakage or kink noted in the catheter. Occurrence date is unknown. There were no patient complications reported.

Manufacturer narrative:
The product was returned for evaluation and the lot number was obtained. One catheter with attached monoject 0.8 cc limited volume syringe was returned for evaluation. Non-edwards three-way stopcocks were attached at the proximal injectate hub and p.a. Distal hub, respectively. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 0.8 cc air. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the reported event. No actions will be taken at this time.